Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampons were defective [device physical property issue]. Case description: consumer reported that tampons were defective. No injury was reported.